Event description:
The patient contacted lifescan and reported that her one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that this was not a new product and that the meter was previously set in the correct unit of measurement. The patient also reported that she did not recently change the units of measurement in the meter settings. She went to the hospital, because she believed her glucose level was low, due to the misinterpreted results. She was not given any treatment. Based on the information provided, there is an indication that the product has malfunctioned, since the patient did not go into the meter settings to change the unit of measurement. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.